Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported up/ down angulation broken involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. (B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 03-feb-2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 11-jan-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-jan-2017. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary we checked the returned unit and confirmed that the distal body melted. Based on the result, we concluded that it was caused due to excessive heat applied on the distal body. In addition, we confirmed that the insertion flexible tube (ift) bump, the nozzle gluing discolored, the bending rubber gluing discolored, the up pulley wire snapped/cut, the remote control buttons leak, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint.